Manufacturer narrative:
Evaluation summary: to date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
According to the reporter, the unit's scan did not detect anything. A patient was present but no patient injury occurred.

Manufacturer narrative:
Additional information: evaluation summary: one (B)(4) device was received, and evaluation of the unit could not confirm the customer reported condition. The visual inspection found the front panel damaged. The investigation identified a different fault but it could not be determined if this was related to the customer reported condition. The unit failed to fully boot up and the investigation isolated the failure to a software issue. The root cause of the condition was isolated to a corrupted record in the patient-log.csv file. The software was reloaded to address the condition. Internal inspection of the unit found the presence of solid ferrites on both the rf mat and accessory port circuits. These have been shown to cause interference with scans, and have been removed from the design of the console. The unit was repaired and returned to the customer. If information is provided in the future, a supplemental report will be issued.